Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01222 / 03223). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to alleged severe pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately 6 years post-implantation due to pain, pseudotumor formation, bone loss around the acetabulum and loosening of the acetabular component. During the procedure, metallosis, bone erosion and osteolysis were noted. The femoral head and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.